Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 470 mg/dl. Troubleshooting could not be performed at the time of the phone call, because the nurse did not have access to an infusion set and reservoir, and did not know the customer's settings. The customer's nurse was advised to call back to perform troubleshooting when an infusion set and reservoir are available. Nothing further was reported.